Event description:
It was reported that far field r-wave oversensing was observed intermittently over the previous six months. Reprogramming was attempted, but was not maintained as the setting that eliminated the oversensing was not appropriate for the patient as the patient had smaller p-waves. The p-waves were noted to be diminished when compared to the value at implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).